Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736356,: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when she goes into registration the image is there. Then when she clicks on manual registration the image does not load. The circle ats like it is loading the 3d image and then when the circle stops there is no image. Site was using oec elite. The image had 512 slices. There was no patient involvement. Troubleshooting was performed. Deleted old patients. There were 512 slices for the original image. The rep only loaded in 170 when reloading the image and then that 3d image was able to appear in manual registration.